Event description:
It was reported that the was used during a laparoscopic nehprectomy procedure. It was reported that the staples did not form completely. Another device was opened to complete the case. There was no patient consequence.